Manufacturer narrative:
The reported event of noise was confirmed. Final analysis found that as received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. Upon visual inspection, the lead was found to have an external insulation abrasion breaching the outer insulation and exposing the outer coil at the proximal region of the lead. The cause of the reported event of noise was isolated to the exposure of the outer coil in the abrasion zone consistent with friction to the device can.

Event description:
It was reported that the patient presented in the clinic. Upon interrogation, the atrial lead exhibited noise over-sensing which resulted in an inappropriate auto mode switch (ams) and led to pacing inhibition. The atrial lead was explanted and replaced. The patient was discharged.